Event description:
Customer stated after selling product to a patient, one of the wheels fell off and the customer fell and cut themselves and had to get stitches. There is no further information and needs no further assistance with this incident.